Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 9 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon ''e104 error'' could not be identified, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for a laparoscopic cholecystectomy, a e103(lamp light-up error) displayed on the evis exera iii xenon light source. A 5 minute of delay was reported, and the procedure was completed using another similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.